Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vomiting ("vomiting") and endometriosis ("endometrious"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, vomiting and endometriosis outcome was unknown. The reporter considered embedded device, endometriosis, pelvic pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: embedded device, pelvic pain, vomiting, endometriosis. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-2016-235782 to which all information was transferred, then this record # us-bayer-2019-193406 will be deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vomiting ("vomiting") and endometriosis ("endometrious"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the embedded device, pelvic pain, vomiting and endometriosis outcome was unknown. The reporter considered embedded device, endometriosis, pelvic pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: embedded device, pelvic pain, vomiting, endometriosis. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.